Event description:
Acclarent was notified on (B)(6) 2012 of an event that occurred on (B)(6) 2012 during a sinus surgical case when acclarent balloon dilation technology were used. An acclarent solo pro balloon was used in two sites (inferior and superior) to dilate the frontal sinus outflow. There was immediate swelling of the upper eyelid. Pressure was placed on the eye and a diuretic was given. The ophthalmologist found the intraocular pressure to be normal. The patient was awakened and examination revealed no visual loss, diplopia or any other visual complaint. A CT scan showed no defect in the bony structures around the orbit. The patient was kept overnight to measure intraocular pressure as a precaution. In further follow-up, the patient had an excellent results and had no sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather additional information. (B)(4) concluded that the eyelid swelling wa a result of either pre-existing defect in the bony structures of the orbit or a dehiscence that occurred as a result of the balloon sinuplasty dilation of the frontal outflow. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.